Event description:
It was reported that there was a stored episode of signal artifact monitoring (sam) on the implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed the presenting electrogram (egm) and noted that the sam episode was due to out-of-range impedance measurements of greater than 3000 ohms on both the right atrial (ra) lead and right ventricular (rv) lead. There was no ra lead implanted and the rv lead was a non-boston scientific product. Ts provided troubleshooting including reprogramming. No adverse patient effects were reported. Currently this device remains in service.